Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of evaluation.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no vibration from the receiver that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver case was opened for furher evaluation. An interior inspection confirmed the reported event of no vibration. The root cause was determined to be a defective vibrate motor.